Event description:
It was reported that the patient presented in the operation room for routine device change out procedure. Prior to the procedure, it was noted that the right atrial (ra) lead failed to capture due to high capture threshold. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2022. There were no patient consequences.